Manufacturer narrative:
No disposable devices was returned, therefore no direct product analysis is available. The treatment file printout from the control unit was obtained and reviewed along with the catheter device history record. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The treatment file revealed an uneventful, routine procedure. As no device was received for analysis and the treatment file demonstrates an uneventful treatment, it is not possible to determine the root cause of the event. The patient's incontinence was no better. He had a trus performed by a physician. At the time of this report, the patient is still receiving external beam radiation for prostate cancer.

Event description:
Patient reported that after transurethral microwave treatment procedure, he suffers from incontinence.